Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead with stylet partially inserted was returned in one piece. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to the over torqued inner coil. Visual inspection of the lead did not find any anomalies. The cause of the reported event was due to the over torqued inner coil which leads to shorting of conductors consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture. The atrial lead was used and replaced. The patient was in stable condition.